Event description:
It was reported that during a left common iliac stenting procedure, the absolute pro stent delivery system was advanced up and over the horn, through the tortuous vessel and the stent was thought to be deployed in the moderately calcified lesion. Resistance was met when removing the stent delivery system. On angiogram, the stent was no longer in the lesion and was at the level of the sheath. Additionally, it looked like the stent was stretched. The sheath was advanced, crushing the stent and pulling it into the sheath. The crushed stent and sheath were removed as one unit. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the absolute pro .035 biliary self-expanding stent system instructions for use (IFU) states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. An analysis of the returned device revealed a fully retracted outer sheath with a bunched and wrinkled distal end, a twisted, wrinkled and kinked shaft and a stretched stent with one fractured strut. Based on visual inspection, photographs of the returned device and cine evaluation, there is no indication of a product deficiency. An analysis of the cine by an abbott clinical specialist shows a stent deployed in the proximal left iliac and post-dilated with a second stent positioned distal to the initial stent with overlap. There are no images of the stent and delivery system removal; however, there is suggestion that the bare stent was captured in the sheath. Although it was reported that the stent may have been partially deployed, there is no conclusive evidence to support this report. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, it was reported that the stent may have been partially deployed, resulting in resistance when attempting to remove the stent delivery system.

Manufacturer narrative:
(B)(4). Biliary stent used in periphery. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.